Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6). It was reported that on (B)(6) 2026, after surgery, the site became aware that the patient developed right-sided motor weakness, specifically affecting ankle dorsiflexion and the extensor hallucis longus muscle. The patient also showed sensory changes in the l5 dermatome, indicating involvement of the l5 nerve root. These findings suggest a neurological deficit affecting the right leg. A revision surgery is planned to address this issue, but it has not yet been performed. Interventions: the adverse event did not result in any treatment and did not require hospitalization. Outcome status: not recovered/ not resolved. Diagnostics: on (B)(6) 2026, a CT scan showed a partially visualized thoracic¿si joint fusion construct that remained intact and stable, with improvement in a previously noted subcutaneous fluid collection and no new abnormalities, and diagnostic tests were performed. Site seriousness assessment: na site related assessment: the assessment determined that the event was not related to the study device but was causally related to the index surgery procedure. Sponsor assessment: the sponsor assessment concluded that the event was not related to the procedure but was probably related to the device. Update received: interventions: the patient was newly hospitalized from (B)(6) 2026 due to an adverse event related to the study index surgery and underwent reoperation (revision l5¿s1 foraminotomy) on (B)(6) 2026 involving the l5 and s1 levels for the corresponding adverse event (B)(6) 2026_right-sided motor weakness. Outcome status: recovering/resolving.